Event description:
The hcp reported that the pt was "doing fine and was and was to be discharged soon".

Event description:
The hcp reported that pump was implanted earlier in day and pt is now experiencing breathing difficulties and is in the intensive care unit. The hcp was planning on stopping the intrathecal baclofen pump. No further information was provided. A follow-up report will be sent if additional information becomes available.